Event description:
Home patient (hp) reports pt line of homechoice set and 12 ft extension line for pt end was not priming completely. Hp reprimed line 3 times without success. Hp discontinued treatment and set up new supplies. Per rn, there was no pt injury or med intervention as a result of incident.